Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal flex introducer sheath. A left subclavian artery to left common carotid artery bypass procedure was also performed prior to implant of the device. It was reported that there was resistance advancing a gore® dryseal flex introducer sheath within the left femoral artery (lfa) during the procedure. Upon removal of the sheath, a vessel rupture near the lfa was reported. An iliac extender endoprosthesis was implanted to treat the vessel rupture. The diameter of the lfa near the area of rupture was reported to measure 7.0 mm ¿ 7.5 mm. The patient tolerated the procedure with no dissection or endoleak reported during final imaging. The nominal body outer diameter of the sheath used in this procedure 8.8mm.